Event description:
It was reported that low sensing was noted on the lead. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.